Manufacturer narrative:
As reported, the airseal ifs, 110 v unit is not expected for evaluation, as it remains in use to date at the user facility with no issues reported. As of this filing, the investigation remains in progress, a supplemental and final report will be filed upon the completion of the complaint investigation.

Event description:
The user facility reported that after a routine robotic cystectomy procedure on (B)(6) 2017, the patient was noted to have experienced subcutaneous emphysema post-operatively in recovery. Follow-up with the user facility revealed that there was nothing unusual during surgery and that the robotic cystectomy procedure was completed as planned with no issues noted. Other received information indicated that the surgeon did not know what caused subcutaneous emphysema only that the as-ifs1 airseal unit and other devices that were used in the case and as such they thought the incident should be reported to the involved manufacturers. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As reported, the airseal unit remains in use at the user facility with no problems reported and as such the unit will not be returned for evaluation or service. Without the actual device, an evaluation could not be performed and the root cause of the reported "subcutaneous edema" could not be determined and/or verified. In this instance, the exact cause of this reported incident was unable to be determined. However, based on available information, it is believed that the most probable cause of this incident was due to a procedural technique issue. A review of the adverse event history for this device family shows there have been no patient long term adverse effects resulting from this type of incidents or the use of this device. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. Co2 is the preferred insufflation gas used in minimally invasive or laparoscopic surgery. The pressurization of the gas in to the subcutaneous tissue is commonly referred to as subcutaneous emphysema. Subcutaneous emphysema following laparoscopic procedures is a well-recognized risk. This specific effect is a known effect in all minimally invasive surgical procedures and not unique to surgery performed with the airseal system. In fact, this effect is well known in both robotic surgery and in laparoscopic surgical procedures and is widely reported in many peer-reviewed publications. Many cases of subcutaneous emphysema go unreported as the condition is typically sub-clinical and is usually of no lasting negative consequence. The condition typically clears on its own with no harm or serious injury done to the patient. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device remains in use at user facility.